Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of occlusion from the reservoir. The customer's blood glucose reading was unknown. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin did not exit and the pump alarmed no delivery. The customer changed out her entire set and priming was successful. The reservoir was not returned for analysis.